Event description:
New information received states that the patient stopped charging due to not receiving adequate relief. There were no complications during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was inoperable due to the system not being charged and unused for over one year. It is unknown when the patient last had therapy. Device was explanted, and a new device was implanted. Therapy was restored post procedure. No further information is available.